Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was cooling instead of rewarm as set up in arctic sun device. Target temperature was 36c, probe reading was 34.9c, water temperature was 28c, water flow rate was 2.7 l/m. Four pads connected with no bends or kinks. While reviewing system diagnostics device alerted 113 reduced water temperature control. System diagnostics showed outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 28.1c, inlet temperature (t3) was 28.3c, chiller temperature (t4) was 4.1c, work flow rate was 2.7 l/m, inlet pressure was -6.5 psi, circulation pump command was 76percentage, mixed pump command was 0, heater command was 100 percentage. Mss walked through and stopped therapy, drain and disconnect. Had nurse drain around 16 ounces of water from device. Restarted therapy. Device alerted 11 pt1 below low patient alert. Walked through adjusting low patient temperature alert from 35c to 34.5c. Flow rate kept showing low and water temperature would not rise above 26.8c. System diagnostics showed outlet monitor temperature (t1) was 26.8c, outlet control temperature (t2) was 26.8c, inlet temperature (t3) was 27.4c, chiller temperature (t4) was 4.2c, water flow rate was 1.3 l/m, inlet pressure was -4.5 psi, circulation pump command was 100 percentage, mixed pump command was 0, heater command was 100 percentage. Advised to send device to biomed labeled 113. It appeared heater might need to be replaced. Nurse stated they could obtain an alternate device from sister hospital. Discussed adding warm blankets to patient until they were able to set up on new device. Per investigation findings on 05oct2023 it was reported that the chiller unplugged, circulation pump unplugged and chiller outlet tube and suction tube were swapped. These observations were found per the work the work order.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was cooling instead of rewarm as set up in arctic sun device. Target temperature was 36c, probe reading was 34.9c, water temperature was 28c, water flow rate was 2.7 l/m. Four pads connected with no bends or kinks. While reviewing system diagnostics device alerted 113 reduced water temperature control. System diagnostics showed outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 28.1c, inlet temperature (t3) was 28.3c, chiller temperature (t4) was 4.1c, work flow rate was 2.7 l/m, inlet pressure was -6.5 psi, circulation pump command was 76percentage, mixed pump command was 0, heater command was 100 percentage. Mss walked through and stopped therapy, drain and disconnect. Had nurse drain around 16 ounces of water from device. Restarted therapy. Device alerted 11 pt1 below low patient alert. Walked through adjusting low patient temperature alert from 35c to 34.5c. Flow rate kept showing low and water temperature would not rise above 26.8c. System diagnostics showed outlet monitor temperature (t1) was 26.8c, outlet control temperature (t2) was 26.8c, inlet temperature (t3) was 27.4c, chiller temperature (t4) was 4.2c, water flow rate was 1.3 l/m, inlet pressure was -4.5 psi, circulation pump command was 100 percentage, mixed pump command was 0, heater command was 100 percentage. Advised to send device to biomed labeled 113. It appeared heater might need to be replaced. Nurse stated they could obtain an alternate device from sister hospital. Discussed adding warm blankets to patient until they were able to set up on new device. Per investigation findings on 05oct2023 it was reported that the chiller unplugged, circulation pump unplugged and chiller outlet tube and suction tube were swapped . These observations were found per the work the work order.

Event description:
It was reported that the patient was cooling instead of rewarm as set up in arctic sun device. Target temperature was 36c, probe reading was 34.9c, water temperature was 28c, water flow rate was 2.7 l/m. Four pads connected with no bends or kinks. While reviewing system diagnostics device alerted 113 reduced water temperature control. System diagnostics showed outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 28.1c, inlet temperature (t3) was 28.3c, chiller temperature (t4) was 4.1c, work flow rate was 2.7 l/m, inlet pressure was -6.5 psi, circulation pump command was 76percentage, mixed pump command was 0, heater command was 100 percentage. Mss walked through and stopped therapy, drain and disconnect. Had nurse drain around 16 ounces of water from device. Restarted therapy. Device alerted 11 pt1 below low patient alert. Walked through adjusting low patient temperature alert from 35c to 34.5c. Flow rate kept showing low and water temperature would not rise above 26.8c. System diagnostics showed outlet monitor temperature (t1) was 26.8c, outlet control temperature (t2) was 26.8c, inlet temperature (t3) was 27.4c, chiller temperature (t4) was 4.2c, water flow rate was 1.3 l/m, inlet pressure was -4.5 psi, circulation pump command was 100 percentage, mixed pump command was 0, heater command was 100 percentage. Advised to send device to biomed labeled 113. It appeared heater might need to be replaced. Nurse stated they could obtain an alternate device from sister hospital. Discussed adding warm blankets to patient until they were able to set up on new device. Per investigation findings on 05oct2023 it was reported that the chiller unplugged, circulation pump unplugged and chiller outlet tube and suction tube were swapped. These observations were found per the work the work order.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.